Event description:
I used a 3cc bd syringe of 22x1/12" for administering my medication. When I administered it in my left buttock, the needle broke from the base of the syringe and got stuck inside my buttock. I started bleeding copiously and was not able to see the broken needle in order to pull it out by myself, since I was alone at home. It started to hurt a lot and I became very nervous. I began to try to touch the affected area in order to find the needle inside my buttock and use a tweezers to clamp an edge it and pull it out, but because I was very nervous I could not reach the needle, neither see it. Then I began to try to take it out with the pair of tweezers (instrument use to trim your eyebrows) and this let me reach the thin edge of the needle that was still accessible through inside the skin and very slowly, I tried so hard to take it out. Thanks to god I was able to do so, but the site of the injection hurts very much and a big hematoma (blood clot) formed. Since that day it still hurts very much when I touch the area and it is very hot and red. Please take action in this situation, because I'm a registered nurse, and I know how to take care of the situation but that day I was alone at home, without any help and this could have led to serious life threatening situation and/or ultimately to death. The company that manufactures this medical syringes need to be accountable for this, because it is unacceptable! I have the syringe in my possession.